Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer's blood glucose value was 3 mmol/l, at the time of incidence. Customer was treated with food for low blood glucose level. The drive support cap was normal. Customer reported that the insulin pump was over delivering. Customer declined to troubleshoot. The reservoir will not be returned for analysis.